Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a doppler malfunction. The staff complained that doppler would not stay on.there was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge service territory manager (stm) found the 9 volt battery was low. The battery was changed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a doppler malfunction. The staff complained that doppler would not stay on.there was no patient harm and no adverse event was reported.